Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not yet completed. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. The reporter indicated that the screen could be safely read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Date of submission 20-nov-2017 the device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: during investigation, the pump was powered on and the display functioned properly. The display was found to be clear and legible. The complaint of lines through the display was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.